Manufacturer narrative:
An event of device migration in the aortic direction and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information and per case detail, the reported device migration appears to be related to aortic valve anatomy. The reported improper or incorrect procedure or method was due to user snaring the valve. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant. The patients aortic angle was noted to be 70 degrees and sizing of the annular dimensions were: min diameter 20.9mm, max diameter 25.3, avg diameter 23.1, area 412.6, and perimeter 73.1. During the procedure, a pre-dilation was performed with a 22mm non-abbott balloon. During implant, the valve was deployed at 3-4mm non coronary cusp below the annulus and 3-4mm left coronary cusp below the aortic annulus. During the procedure, during final release and after deployment at 0mm ncc and 2mm lcc, the valve moved up into the ascending aorta. The device was only resheathed once and didn't block any coronary arteries. The implanter ensured that ds was in neutral position/to slight forward pressure, pulled the guidewire to a midventricular position to deflect nosecone, and confirmed that all 3 tabs were successfully released using two different views. Once the valve embolized, efforts to snare the valve above the coronary sinuses were not successful and the physician made the decision to convert to surgical explantation of the navitor valve and perform a surgical aortic valve repair (avr).